Manufacturer narrative:
Information contained in this report was previously submitted through asr on 31/oct/2008. Device evaluation: visual analysis of the returned device identified deformation, wear abrasion and crease fold. Weight measurement identified the weight of the device was within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis, the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing and no openings were observed on the device. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side asymmetry, wrinkling, palpability, capsular contracture, baker grade unknown and patient's concern with textured product. Device has been explanted.